Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the atrial lead. Additional information was requested but has not been received.

Event description:
Additional information was received indicating the noise on the atrial lead resulted in oversensing. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.